Event description:
Ous MDR - it was reported that the patient received inappropriate shocks after about 22 months of implant duration. No further adverse effects apart from the inappropriate shock.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut through at 41 cm distal to the is-1 connector pin. Both lead segments were returned for analysis. The inspection of the lead segments revealed a rubbed through insulation in the area of the tricuspid valve. These insulation damages can be considered as the root cause of the noise mentioned in the complaint description. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further damages were observed i.e. Cuttings of the insulation and damages of the rv shock coil, which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.